Event description:
It was reported the device leaked. No patient injury reported.

Manufacturer narrative:
Device evaluation - one fluid warming device was received for evaluation in relation to the reported event. Visual and functional testing of the device was able to confirm and replicate the reported event. The water reservoir was leaking during testing. Due to the age and condition of the device, it was deemed beyond economical repair and was scrapped. Root cause was unable to be determined due to the nature of the reported event. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.